Event description:
A customer notified baxter corporate product surveillance (cps) of one clearlink system y-type blood/soln set std blood filter in which the blood tubing fell out/separated from the spike. The tubing fell out of the spike when attempting to connect the set to a bag of saline. This occurred in the infusion department. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.